Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens, -12.00 diopter, in the patient's left eye on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vaulting and a shallow chamber. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
(B)(6). Describe event or problem: 12.00 diopter is incorrect, correct data is -12.5 diopter. Device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found the lens haptic torn/broken/bent/deformed and there was foreign material on lens surface specified as dried, discolored material. (B)(4).